Event description:
Customer complaint reported as: "(B)(6)2020 ,during the intubation process in the emergency room, the patient was found to be breathing poorly. After the inspection, the inner wall of the catheter was found to be damaged and deformed. Take it out immediately." Patient's current condition reported to be fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the tube was cut in two pieces at approximately the 23cm mark. Only the proximal end of the tube was returned. The inner wall of the et tube was not observed to have collapsed inward at any point on the section of the tube that was returned. The reported complaint of "tube kinked" could not be confirmed based upon the sample received. The et tube was cut into two pieces at approximately the 23cm mark. Only the proximal end of the tube was returned. The inner wall of the et tube was not observed to have collapsed inward at any point on the section of the tube that was returned. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. However, it could not be determined if the tube was kinked prior to being cut. Therefore, the root cause of this complaint is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Part number 5-12614 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected and the issue reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: "(B)(6) 2020, during the intubation process in the emergency room, the patient was found to be breathing poorly. After the inspection, the inner wall of the catheter was found to be damaged and deformed. Take it out immediately." Patient's current condition reported to be fine.